Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the power plug was burned. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the power plug was burned. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported overheating of the power cord plug was confirmed by a manufacturer field repair technician through visual inspection. Potential causes of the event include loose wires inside the plug. The device was repaired at the user facility and returned to service.